Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced a hypoglycemic event and had to seek medical attention due to same on (B)(6) 2024. Patient had to go to emergency room and was under observation for 12 hours. Patient reported that she underwent several blood tests which were stabilized. Patient's blood glucose value at time of emergency room visit was 21 mg/dl. Patient stayed overnight at emergency room and was given carbohydrates. No further information available.

Manufacturer narrative:
Patient city:(B)(6). Patient country: brazil.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary, the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6000501 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6000501 was manufactured according to the work instruction (wi) version 74 packaging in the multivac 12, on 23/mar/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 04/aug/2025 against malfunction code no malfunction based on complaint information, harm code signs of untreated hypoglycaemia that patient is unable to self-manage requiring intervention by an health care professional (hcp) or requires emergency advanced life support to prevent permanent organ damage and lot 6000501 and no other complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.